Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation procedure with a lasso® 2515 nav eco variable catheter and suffered a thrombosis, which required hospitalization. Approximately 1-2 minutes after the lasso catheter was introduced to the patient via transseptal puncture, a big thrombus was recognized around electrode 22 of the lasso catheter. As the reason for this phenomenon was not clear, the case was canceled and the patient will be kept in the hospital for further diagnosis. The patient received heparin during the procedure and the activated clotting time was maintained around 350 seconds. The thrombus did not form during ablation and dissolved due to heparin. The patient did not require any medical or surgical intervention. The patient did require extended hospitalization to check to see if there were any neurological consequences due to this incident. The patient has since fully recovered with no residual effects. The physician¿s opinion on the cause of this adverse event was it may have been a production error with this particular lasso catheter. There was no error or messages on any biosense webster inc. Equipment during the procedure. The generator was in power control mode with a temperature cutoff of 50°c and power cutoff of 30 watts.

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) male patient underwent an atrial fibrillation procedure with a lasso® 2515 nav eco variable catheter and suffered a thrombosis, which required hospitalization. Approximately 1-2 minutes after the lasso catheter was introduced to the patient via transseptal puncture, a big thrombus was recognized around electrode 22 of the lasso catheter. The returned device was visually inspected and it was found in normal conditions. No abnormal condition was observed on ring #22 that could contribute to the thrombus. On the other hand, the catheter was tested for electrical performance and it was found within specifications. After that, deflection and contraction tests were performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensor of the catheter was tested on the carto 3 system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not verified since the catheter passed all specifications. The root cause of the thrombus observed during the procedure remains unknown.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 03/08/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).